Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to a relay nbs device. The relay nbs device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038)."

Event description:
"Dr. (B)(6) planned to perform relay nbs with arch debranch and plan to implanted proximal graft at zone 0 (n2-44-209-40 ) and continue (n2-42-159-38) and (n2-38-199-34) to landing at middle thoracic with server angulated. The issue was happen with the third piece ((n2-38-199-34) can't insert to overlapping to the second piece (n2-42-159-38) and stuck at the distal past of second piece (n2-42-159-38) so we was tried with insert the double stiff wire in to straight up anatomical but the device still can't go in after we tried hard to move up the deployment grip for insert the inner sheath up. We make a decision to pull it down and insert again with double stiff wire technique from right and left femoral and use hand to compress to the angulation area but still can't insert the inner sheath up to overlapping the second graft and stuck at the distal past of second piece. After we try to pull several time but still can not after that we saw the proximal past of the end of outer sheath wrinkled and whole delivery system stuck with doesn't worked to insert the inner sheath up to overlapping the second piece. We tried to remove graft out from the patient but we can't pull down from the femoral access and stuck at the access site. We have to tried herd to maintain with prevent the vessel tear because the proximal graft has been middle fully deployed and get stuck at access site with can't pull back whole delivery system with the sheath. Finally we can remove device from patient by explored groin and arteriotomy at right femoral artery. Then insert the new one (m3-38-145-34) with insert the outer sheath over the angulation first before insert the inner sheath in by move the deploy grip up and pull the whole system down with adjust the proximal graft to overlapping to the second piece and do a final run." Patient outcome: "arrest prognosis after tevar with bleed in chest and have to re-operation. From the chest drain was presented with black blood during time tevar and patient arrest prognosis after op bleed. Patient was pass away after next day"